Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - 13704 trade name gentamicin sulphate active ingredient(s) (B)(4). Dosage form - powder strength (B)(4) active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent a primary right knee revision to address osteoarthritis. The patella was resurfaced and depuy products were implanted with depuy cement. There were no indicated intra-operative complications. On (B)(6) 2018, the patient underwent a right knee revision to address pain, metal allergy, and loosening. The surgeon noted the removal of osteophytes on the femur and tibia. Loosening was noted as the pre- and post-operative diagnosis but no specific details were given within the operative note. All products were revised. There were no indicated intra-operative complications. Doi: (B)(6) 2016 dor: (B)(6) 2018 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviewed 04 nov 19. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 dec 17.